Manufacturer narrative:
The returned driver was visually inspected under microscope. The post fracture rusting makes it difficult to identify a fracture pattern. However, it can clearly be seen that an oblique fracture has occurred. An oblique fracture is a sign of off axis loading. Off axis loading leads to a torque load on the driver, in a direction it was not designed to support. With the small cross-sectional area of the cannulated 2.0mm, off axis loading can have a large impact on the overall strength of the driver leading to fracture. This MDR is being filed late because of an oversight during the investigation of this complaint. The MDR reporting decision was initially made on (B)(6) 2020. Additional information, including information requiring MDR reporting, was provided on (B)(6) 2021. However, a reconsideration of the reporting requirement was not performed and no MDR was filed at that time. This oversight was self-identified during an internal audit. A CAPA regarding reporting reconsiderations will be initiated.

Event description:
During a knee arthroscopy of the patient's knee, the surgeon determined that two screws needed to be removed. The surgeon was using a 2.0mm cannulated driver that broke while in the patient; the tip was retreived and the surgery was completed. There was a delay in surgery of less than 30 minutes.